Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before the vitrectomy surgery, it has been found that an ophthalmic blade tip was dull and not sharp. The procedure was completed on the same day. No patient harm was reported.